Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported to be caused by a ¿fungal infection due to a humid peritoneal dialysis environment¿. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion and an anti-inflammatory drug ¿similar to cephalosporin¿ (doses, routes, duration and frequencies were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn during the treatment. No additional information is available as the reporter declined follow up.